Event description:
After deploying the first part of the stent, the physician viewed the position of the stent fluoroscopically and noticed that the stent had moved forward in the duct. The physician then pulled back on the introduction system in an attempt to pull the stent back into the desired position. The stent was then completely deployed. When the physician attempted to remove the introduction system, resistance was felt. Physician then realized that the tip of the inner catheter of the introduction system had become lodged in the mesh of the metal stent. Several attempts to dislodge the stent were unsuccessful. During the manipulation of the introduction system, the inner catheter broke leaving the tip and a 20 cm segment of tubing in the patient's duct. The physician attempted to retreive the remaining portion of the inner catheter using forceps but was unsuccessful. According to the information provided, the pt felt fine afterward and was sent home. No additional information about additional intervention has been reported.